Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One sample and four photos were provided to our quality team for investigation. Through visual inspection, it was observed that the sample has brownish discoloration spots on the barrel consistent with embedded foreign matter. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4031046. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: dear all, we are sending you the official remark no. 80057237 for the material no. 301027 - syringe 5ml 3parts l/l conc. (2300031-00). Please be aware that due to low value of claimed material this is not official complaint but remark instead. I would like to inform you that during our process we have found dirty in the syringe- /in the past/. Defect: dirty in the syringe. Vendor code of component: 301027. Lot: 4031046. Quantity: 1pc. Claim value: 0. Sample availability: yes. Photo availability: yes. Additional information provided: was the device being used in/on patient when the issue occurred? No. Was patient or user harmed? If yes, please explain no. Could you please provide a date of event? N/a. Could you please confirm if any samples are available for investigation? If yes, please specify if the samples are: unused (before use) yes 1pc. Used (during or after use). Important: if used, please confirm if the samples are contaminated with blood or cytotoxic medication. No. Thank you for your email. As I informed you in the first email it was found during our process - during our completion of the sets. In this case the sample is not contaminated.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.